Manufacturer narrative:
The system was used following the reported incident for additional cases with no similar failures noted. In addition a bwi service engineer was sent to the site and performed all required tests which resulted with no failures identified. The system meets its specifications and is ready for use. The manufacturer is investigating the reported complaint. A supplemental report on device evaluation will be submitted once it is completed. Both lasso and navistar thermocool tc catheters were stated to be working properly. (B)(4).

Event description:
A mild cardiac tamponade occurred during an a-fib ablation performed as a standard carto 3 procedure (non rmt) with the carto 3 rmt. The rmt check box was unchecked so they worked with enlarged mapping zone of standard carto 3 procedure. The user proceeded as usual with the initialization but they could not observe a discrepancy between the information provided by the fluoroscopy and the carto 3 system. Further detail on the carto 3 system showed that the lasso catheter seemed to be located higher than in the fluoroscopy when compared to the location of the navistar. They were using a standard lasso catheter (not lasso nav). The user reinitialized the cpm a couple of times, double checked that everything was connected properly but the issue persisted. Unfortunately, they had to suspend the procedure due to a tamponade. The physician stated that the tamponade did not occur during the transseptal puncture but later while maneuvering the catheter. It was unclear if the lasso catheter was in the left or right atrium. However, it was unlikely to be in the epicardium space. No ablation was delivered, the perforation occurred at the beginning of the procedure. Cardiac drainage was performed. No surgery was needed. The adverse event was said to be possibly procedure related. The pt had fully recovered. The patient's condition on the day after was fine. Based on the information provided by the physician, it appears that an incorrect position of the lasso catheter was displayed by the carto system. When comparing the fluoroscopy image to the catheter visualization as displayed on the carto system, the physician noted the differences in the catheter location but chose to continue with the procedure per her own discretion. From the preliminary analysis, it appears that only the lasso catheter location was incorrect.